Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-05542 it was reported that the patient was experiencing ineffective therapy as a result of lead migration. Surgical intervention was undertaken on (B)(6) 2023 in which the leads were explanted and replaced to address the issue.